Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdomen/this appears to represent expulsion of the essure device into the peritoneal cavity') and caesarean section ('c-section') in a 35-year-old female patient who had essure (ess205) (batch no. 624002) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube". The patient's medical history included lithotripsy, kidney stones, hematuria, ovarian cyst, multigravida, parity 3 ((B)(6) 2000,(B)(6) 2002), pre-eclampsia and caesarean section. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). In 2015, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headaches"), anxiety ("anxiety"), stress ("stress") and depression ("depression") and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (c-section). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, fatigue, alopecia, migraine, anxiety, stress, depression and caesarean section outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2009. The reporter considered alopecia, anxiety, caesarean section, depression, device dislocation, fatigue, migraine, pregnancy with contraceptive device and stress to be related to essure (ess205). The reporter commented: essure insertion date reported as 39265. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: 1. Bilateral no obstructing renal calculi with largest measuring 5 mm in the lower pole collecting system of the right. 2. Mild dilatation of the right renal pelvis and infundibula, but no evidence of ureteral calculus or obstruction. No other abnormality to explain hematuria. Incomplete opacification of the distal left ureter on delayed images resulting from physiologic ureteral peristalsis. 3. A left essure insert anterior to the uterine fundus is partially surrounded by fat and appears to represent expulsion of the insert into the peritoneal cavity. 4. Small nonspecific right lower lobe lung nodule. Consider further evaluation with dedicated chest CT.. Imaging procedure - on an unknown date: unilateral occlusion (left tube occluded), other (please describe) I have no right ovary or fallopian tube. Ultrasound scan - on (B)(6) 2008: single fetus of 19.8 weeks gestational age by ultrasound examination. Edd of (B)(6) 2009. Normal growth since prior study.. Urogram - on (B)(6) 2015: 1. CT of the abdomen with and without IV contrast 2. CT of the pelvis with and without IV contrast 3. 3-dimensional reconstructions at an independent workstation.. Lot number:624002 manufacturing date:2007-03, expiration date:2009-02. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdomen/ this appears to represent expulsion of the essure device into the peritoneal cavity') and caesarean section ('c-section') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 624002) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failure to occlude (close) fallopian tube". The patient's medical history included lithotripsy, kidney stones, hematuria, ovarian cyst, multigravida, parity 3 ((B)(6)), pre-eclampsia and caesarean section. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). In 2015, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headaches"), anxiety ("anxiety"), stress ("stress") and depression ("depression") and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (c-section). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, fatigue, alopecia, migraine, anxiety, stress, depression and caesarean section outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2009. The reporter considered alopecia, anxiety, caesarean section, depression, device dislocation, fatigue, migraine, pregnancy with contraceptive device and stress to be related to essure (ess205). The reporter commented: essure insertion date reported as 39265. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: bilateral no obstructing renal calculi with largest measuring 5 mm in the lower pole collecting system of the right. Mild dilatation of the right renal pelvis and infundibula, but no evidence of ureteral calculus or obstruction. No other abnormality to explain hematuria. Incomplete opacification of the distal left ureter on delayed images resulting from physiologic ureteral peristalsis. A left essure insert anterior to the uterine fundus is partially surrounded by fat and appears to represent expulsion of the insert into the peritoneal cavity. Small nonspecific right lower lobe lung nodule. Consider further evaluation with dedicated chest CT. Imaging procedure - on an unknown date: unilateral occlusion (left tube occluded), other (please describe) I have no right ovary or fallopian tube. Ultrasound scan - on (B)(6) 2008: single fetus of 19.8 weeks gestational age by ultrasound examination. Edd of (B)(6) 2009. Normal growth since prior study. Urogram - on (B)(6) 2015: CT of the abdomen with and without IV contrast. CT of the pelvis with and without IV contrast. 3-dimensional reconstructions at an independent workstation. Most recent follow-up information incorporated above includes: on 25-mar-2020: pfs and mr received: case has became serious incident. Previously reported event ¿injury¿ replace with new event. New events added: migration of essure device location of device: abdomen/ this appears to represent expulsion of the essure device into the peritoneal cavity, pregnancy (with complications), fatigue, hair loss, migraines / headaches, anxiety, stress, depression, c-section, device ineffective. Lot number, patient history and lab data were added. Reporter information were updated we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.